Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID 3387s-40, lot# va0g98e, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0g98e, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient's body temperature runs one degree below normal; however, his whole head, neck and ins site got hot. It felt like hot flashes. There were side effects of programming: equilibrium problems and slurred speech. The neurologist turned stimulation off in (B)(6) and that helped with the slurred speech only. The patient also mentioned he has cognitive challenges, hard to focus and gets tired, which happens every 2 hours throughout the day. The patient had not noticed any pattern of symptoms, as he experiences them variably. The surgeon told the patient that what he is experiencing is not related to the device. The patient also mentioned that the programmed settings at office tend to last only one day. The patient outcome was not provided. The indication for therapy was essential tremor and movement disorders. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.